Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high short v-v intervals. It was further reported that there was tachycardia sensed markers on the atrial channel. The rv and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.